Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument exhibited a recognition issue. The procedure was completing as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was a recognition issue, not arcing. The instrument was not used during the procedure, so no arcing, sparking, smoke, or related events were observed. Consequently, no other instruments were involved, and there was no patient impact.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument passes energy recognition, however fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. The complaint regarding a recognition issue with the instrument was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process.